Event description:
The customer reported that a laser flex tube failed, and were unable to ventilate post intubation. Information provided confirmed that it was difficult to ventilate, but there is no specific information relative to how the product failed.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.